Event description:
It was reported ongoing intermittent occlusion alarms occurred. Despite attempts to resolve the issue by changing sites and using new tubing issues have continued. A replacement pump was sent to resolve the issue. There was no adverse impact on the customers blood glucose level.